Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported an insulin flow blocked alarm, battery drains quickly, and the location of the damage on the belt clip rail. The customer reported a blood glucose value of 400 mg/dl, and the current blood glucose value was 371 mg/dl. The customer experienced hyperglycemia and was treated with an insulin pump. The event involved product(s) mmt-1880, mmt-431ag, and mmt-332a. Troubleshooting was performed for the cosmetic damage and the damage impacting pump functionality. Troubleshooting was performed for the insulin flow blocked alarm, and it's a recurring event. Troubleshooting was performed for the high blood glucose. The customer was using the pump within 48 hours at the time of the event, and the auto mode feature was not active at the time of the event. No further patient complications were reported. No product return is required for mmt-1880, mmt-431ag, and mmt-332a

Manufacturer narrative:
Pump passed the displacement test, self test, rewind test, prime/seating test, basic occlusion test and force sensor test, sleep current measurement, active current measurement, self-tests. Thus and software was utilized and downloaded trace/history files properly. Alarmed no delivery show in the trace/history files on 07/31/2025 02:03:00.000, 07/31/2025 02:04:10.000, 07/31/2025 02:28:11.000, 07/31/2025 02:50:00. During bolus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. . Pump trace download analysis confirmed the pump alarmed a normal low battery alert on 07/28/2025 13:44:00.000, 07/28/2025 13:44:09. Battery cycle 10.0 received the lowbatteryalert (104) on 07/28/2025 13:44:00 after more than 7 days at 26.83 days. Battery cycle 9.0 received the low battery alert (104) on 06/30/2025 17:47:01 after more than 7 days at 29.93 days. Battery cycle 8.0 received the lowbatteryalert (104) on 05/31/2025 19:24:00 after more than 7 days at 32.61 days. No moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, stained keypad overlay, broken belt clip rails. In conclusion, pump passed all testing required. No delivery alarm not confirmed. No low battery alert noted during testing. Customer experiences an unexpected power loss of less than 7 days per the pump history records. However, the pump failed low battery in trace history isolated to electronic defective. Broken belt clip rails confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.